Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16399. The patient has two leads from the same lot. It was reported the patient has not used her system in approximately 3 years as it was ineffective. She reported she could not tell whether the stimulation was on or off. In addition, she stated she wants her ipg explanted due to back pain when she sits for more than 45 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.